Manufacturer narrative:
(B)(4). Additional information: evaluation the device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A review of the device history record revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be a myocardial infarction. It was reported the patient was ¿not looking good¿ and died in the ambulance while in transit to the hospital. Treatment received in the ambulance was not reported. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Automated peritoneal dialysis therapy was ongoing prior to death. The patient was not performing automated peritoneal dialysis therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.